Event description:
Customer reported blood glucose results 172 mg/dl and 67 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips were expired at the time of the report, customer advised to discard, replacement was sent.